Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was possible extrinsic outflow graft obstruction (eogo). The patient was having a compute tomography (CT) performed for another reason, not mentioned to me. It was discovered the possibility of eogo between the outflow graft and the bend relief. Healthcare providers wanted more information. There were no issues with patient at the time. No drops in flow were noted, nothing like this at all. (B)(6)hospital (B)(6) team had a meeting on (B)(6) 2023. Additional information stated that eogo was discovered on a CT ordered for evaluation of pulmonary function after patient pulmonary wedge pressure increased significantly from previous levels at right heart cath. A subsequent CT to evaluate eogo has not been performed as of yet. The patient lives out of town. Follow up testing will be performed soon. The patient was stable and asymptomatic at home. Plan for the patient is continued surveillance by the (B)(6) team. No signs or symptoms exhibited by the pump or patient. Pump was working as intended. A change did occur to the hemodynamics of the patient when right heart cath performed. This catheterization was performed in (B)(6) 2023. Pulmonary wedge pressure was mid-teens before and now 25 (from the (B)(6) 2023 rhc results), a significant increase in wedge pressure.

Manufacturer narrative:
Section h6 investigation findings: 4251 - undesirable presence of endogenous materials manufacturer's investigation conclusion: extrinsic outflow graft obstruction and outflow graft thrombus were unable to be confirmed as the patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no images were submitted. A direct correlation between (B)(6) and the reported increase in pulmonary wedge pressure could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate 3 lvas, including pump thrombosis and hypertension. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 6 states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that in (B)(6) 2023, the patient had a change in hemodynamics with a ¿significant¿ increase in pulmonary wedge pressure after right heart catheterization (rhc). A computed tomography (CT) scan was then performed, and it was discovered that there was possibly an extrinsic outflow graft obstruction (eogo). The patient had no other issues, symptoms, or decreases in flow. The patient remained stable at home as of (B)(6) 2023. The pump was working as intended. Another CT scan was performed on (B)(6) 2023 to assess the patient¿s outflow graft. The CT found a peripheral hypodensity within the outflow conduit suggestive of endothelialization and found a hypodensity within the outflow cannula closer to the pump, likely representing chronic thrombus. Additionally, it was noted that the patient had history of surgical transposition of the great arteries and underwent mustard atrial switch procedure in the past. The CT found mildly dilated left ventricle with patent left ventricular outflow. The patient continued to do great with no issues as of (B)(6) 2023. The plan was to proceed with a transplant evaluation.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.